Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
Patient underwent an initial total hip arthroplasty. During the procedure, a femoral nail was removed due to unknown reasons.